Event description:
It was reported that the patient experienced an infection, and the system was explanted. The infectious organism was reported as "multi". There was no patient death. The ins serial number provided by the reporter was not registered to the patient identified in the reporter's paperwork. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 435135 serial# (B)(4) implanted: 2008-(B)(6) explanted: unk; lead model 435135 serial# (B)(4) implanted: 2008-(B)(6) explanted: unk. No device analysis was performed; the device met risk-based analysis criteria.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.